Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a black screen when turning the angle. The issue occurred during diagnostic tracheoscopy and was completed without no delay using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation and the evaluation was completed. Based on the results of the investigation, it is possible that water or moisture entered the scope, and the moisture damaged the circuit board inside the connector, which led to the occurrence of this event. There was no health damage to patients. Olympus will continue to monitor field performance for this device.